Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 278mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw a open book image on insulin pump display. Customer noticed a crack on the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to out of specification force sensor zero offset ( 1.6 mv). Device was received with cracked case along the side of the battery tube.